Event description:
A bipap a 30 ventilator was returned to a third-party service center for service. There was no serious patient harm or injury reported. The device was not reported to be in clinical use. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation however, ventilator inoperative error codes were present in the device event log in relation to a communication issue between the central processing unit (cpu) and flow sensor inter-integrated circuit. In conclusion, the device system board needs to be replaced to address the issue. Additionally, an error code in relation to an error verifying the flash drive format on device startup was present in the device event log unrelated to the reportable event and would require the replacement of the system board to resolve the issue. This device will be scrapped as per customer request.

Manufacturer narrative:
Vent inoperative condition related to fsn 2023-cc-src-039.